Event description:
On (B)(6) 2010, pt reported the down button on her infusion device is not responding while performing a quick bolus. Pt stated the issue began around midnight on (B)(6) 2010. Pt reported she has been using the standard bolus feature and remains on the alleged infusion device. Pt stated the button does not remain flat when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.